Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior/apical prolapse repair procedure using an uphold vaginal support system, the blue dilator from the second leg assembly was being pulled through the sacrospinous ligament with forceps. The physician encountered resistance, and the dilator subsequently detached. Reportedly, the detached dilator remained grasped by the forceps and did not fall loose inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.